Event description:
A patient was being moved from his bed to a chair using a viking xl patient lift device. As they began to move the patient, the power failed and they were unable to move the patient any further. They pushed him back over the bed, raised the bed to the highest position to get the patient out of the sling. The emergency button was pushed and that too failed. There was no patient/staff injury.